Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/09/2025, a facility representative reported via (B)(4) that an ar-12990 knee scorpion was broken with a missing bottom jaw during a knee arthroscopy meniscal repair. There were no adverse effects. The case was completed using another knee scorpion.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. Visual inspection noted that the jaw at the distal end of the shaft was broken off and was not returned for evaluation. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is wear and tear damage incurred from repeated use and extended use in the field.